Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact.